Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a advanix stent with naviflex delivery system was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, while attempted to deploy the stent, the black catheter remained in the stent and the stent was not able to deploy. There were no patient complications as a result of this event. No further information has been obtained despite good faith effort.

Manufacturer narrative:
Blocks e4 (init rptr also sent rep to FDA), g2 (report source), and h10 (related report number) were corrected following a review which identified that this complaint was reported via medwatch. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a advanix stent with naviflex delivery system was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on(B)(6) 2025. During the procedure, while attempted to deploy the stent, the black catheter remained in the stent and the stent was not able to deploy. There were no patient complications as a result of this event. No further information has been obtained despite good faith effort.